Manufacturer narrative:
The reported events were low pacing impedance and helix mechanism issue. A complete lead was returned in one piece with helix found stretched and clogged with blood / tissue. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the helix was stretched and the inner coil over torqued at the connector region consistent with procedural damage. The cause of helix mechanism issue was isolated to blood/tissue in the helix region, the helix being stretched and the over torqued of the inner coil. The reported event of low pacing impedance was not confirmed. Electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure the right ventricular (rv) lead exhibited low pacing impedance. When the physician tried placing the rv lead at multiple locations to achieve a proper in-range impedance, the helix exhibited retraction problem. The rv lead was not used and replaced. The patient was in stable condition.